Manufacturer narrative:
(B)(4). A failure analysis investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. All device history records (DHR) are reviewed; a device is not released if it does not meet requirements or is nonconforming. There is no documentation in the medical record that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis, hypertension, or sepsis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter. The patient had a history of hypertension that was being treated medically and during the admission and had their medication changed. There is no further documentation on sepsis except that the patient presented with a fever. Peritonitis and sepsis were unlikely related to the use of fresenius peritoneal dialysis therapy, and likely related to the patient's peritoneal dialysis catheter (not a fresenius product). The hypertension was likely related to medical history. The patient¿s nurse associated the contraction of peritonitis with breach of aseptic technique as the patient did not wear their mask while setting up.

Event description:
It was reported by the patient's peritoneal dialysis nurse that the patient was admitted to the hospital on (B)(6) 2016 with an admitting diagnosis of fevers and presumed peritonitis, which was confirmed by culture on the same day. The organism cultured was (B)(6). The medical records alo indicate the patient was treated for sepsis and hypertension during admission. The patient's nurse associated the contraction of peritonitis with breach of aseptic technique as the patient did not wear their mask while setting up. The patient's peritonitis was treated with vancomycin, and has subsequently resolved upon discharge on (B)(6) 2016. Medical records have been received. The patient confirmed that no dialysis treatments were missed.